Event description:
It was reported that the 9800 system had a dark image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The contrast was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.